Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type data not available.

Event description:
It was reported by the patient that the pod's cannula deployed early indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would cause the needle mechanism to deploy early. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock and load fixture. The pod was seen to function as intended.